Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general) /heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("extreme debilitating menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: nickle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti)") and sensitivity of teeth ("dental problems"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("abdominal cramping/lower abdominal pain"), anxiety ("anxious"), depression ("depressed"), migraine ("migraines / headaches"), dysgeusia ("dental problems: I could taste in my mouth and my teeth get soft") and headache ("headache "). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain, abdominal pain lower, fatigue, allergy to metals and dyspareunia had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, anxiety, depression, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, alopecia, sensitivity of teeth and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, sensitivity of teeth, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per previously pfs, date of insertion reported as (B)(6) 2013, now in current pfs date of insertion was reported (B)(6) 2013. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (general), abnormal bleeding (vaginal), uti, apareunia (inability to have sexual intercourse), migraines , headaches, dental problems: teeth sensitive, I could taste in my mouth, dyspareunia (painful sexual intercourse), vaginal discharge, hair loss. Updated outcome of events. Updated onset date of events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("extreme debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal pain, abdominal pain lower, fatigue, allergy to metals, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.